Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads, a reservoir tube lip completely broken off, and a minor scratched display window.

Event description:
The customer called in to report a crack and missing piece on the reservoir compartment. The caller did not recall any significant events leading to the alarm. The customer's blood glucose level was 87 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return the malfunctioning device back for analysis.